Event description:
The device was returned from customer for service. During service by baxter technician, the device was found to have failure code 570 in the event history. Cusotmer reported there were no patient injuries or medical intervention associated with this report.